Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, infection and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 149 mg/dl. For treatment, was put on intravenous (IV) fluids, diagnostic work and was monitored. The patient was prescribed unknown antibiotics to take for 4 to 5 days. The patient was vomiting. The patient was transferred to the intensive care unit (ICU) unit for children. The patient was reported to have some kind of bacterial infection and chest pain while in the hospital. The pod was removed and discarded. The patient was discharged after 4 days.